Event description:
It was reported that this artificial urinary sphincter was removed as it never worked due to suspected fluid loss from an unknown location. A new artificial urinary sphincter was implanted. No patient complications were reported.